Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that the insulin pump had repeated motor errors. Customer's blood glucose value was unknown. The drive support cap was normal. Customer was able to complete pump rewind. Insulin pump was returned for analysis.